Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 54- hal software error detected. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was partially performed. Customer reported pump error alarm and the customer was unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button, scratched keypad overlay, scratched case. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement and self tests. No pump error 54s were note during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump error 54s whatsoever. On the other hand, the adapt tool does list the following unusual pump errors: pump error 37 occurred on 04/15/24 @ 02:04:21 & 02:04:49; pump error 75 occurred on 04/15/24 @ 02:16:51 & 02:20:23; pump error 25 occurred on 04/15/24 @ 09:00:00. The case was cut open. After visual inspection, there is corrosion on/around the following: pcba1--j6; home motor switch, outside of the motor slide. In summary, the customer¿s report of pump error 54s was not confirmed during testing or in the pump's history. The pump error 37 is due to a corroded home motor switch, and the pump errors 75 and 25 are due to the corrosion underneath the pcba1 j6 internal battery connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.